Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports no hearing sensation with the device. The user also reports pain when the speech processor is in use.

Manufacturer narrative:
Based on the received information from the field, the recipients performance went down decreased and finally led to no benefit from the implant system, likely due to damage of the active electrode caused by minute device mobility. Furthermore, three channels were left outside of cochlea at the time of implantation, which might have contributed to the lack of benefit. In addition the recipient reports pain with the use of the device for undetermined reasons. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but has not taken place yet.

Event description:
The user reports no more hearing sensation with the device. The recipient also reports pain when the speech processor is in use starting with the occurrence of the high impedance channels. The user was re-fitted with seven channels and frequently monitored. However, according to information received on april 16, 2018, the user has no more hearing sensation. Re-implantation has been suggested.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Furthermore, three channels were left outside of cochlea at the time of implantation, which might have contributed to the lack of benefit. In addition the recipient reports pain with the use of the device, which might be due to electrical stimulation in the middle ear. However, no technical issue could be observed which would explain for the reported pain. This is a final report.

Event description:
The user reports no more hearing sensation with the device. The recipient also reports pain when the speech processor is in use starting with the occurrence of the high impedance channels. The user was re-fitted with seven channels and frequently monitored. However, according to information received on (B)(4) 2018, the user has no more hearing sensation. The user has been re-implanted on (B)(4) 2018. According to the derf erosion of the posterior canal wall was noticed; it had to be reconstructed; the implant moved forward.